Event description:
It was reported an issue with novosyn suture. The client reported that, when suturing the wound for the patient, the package was opened and the suture was intact. It was found that there was only a thread in the package without needle and the suture could not be sutured.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: although a batch was informed, the combination of the code and batch informed does not exist. Several attempts to get further information but not received. Without batch number, we cannot check the information regarding product stock or batch manufacturing records. Without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: not possible to check. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.